Manufacturer narrative:
Failure analysis is in progress. A follow-up will be submitted once the quality investigation is complete.

Event description:
It was reported that the universal handpiece was heating up causing the irrigation tubing to melt during use in a manufacturer cutting lab. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Manufacturer narrative:
During failure analysis, the reported event of the system heating up was not duplicated and no related failures were confirmed during service evaluation of the handpiece. Lack of irrigation to the tip may cause or contribute to heat at the tip. Heat at the tip may also occur due to side load being placed on the tip cover causing tip to tip cover contact to occur. Lack of irrigation can be the result of set up error. The device was not repairable device, and it was returned to the user facility following evaluation.

Event description:
It was reported that the universal handpiece was heating up causing the irrigation tubing to melt during use in a manufacturer cutting lab. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.